Event description:
It was reported approximately five months post implant that the patient experienced bradycardia with a heart rate in the range of thirty beats per minute. It was reported that right ventricular (rv) lead capture could not be confirmed on the current electrograms (egm). It was also reported that it could not be determined if the implantable pulse generator (ipg) was working correctly. The rv lead and the ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no issues with the ipg or the rv lead. Patient was on telemetry the entire time. Telemetry was received and there were no episodes of bradycardia or pauses. Ipg and rv lead showed consistent stable capture thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.